Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient asymptomatic presented to the clinic for a routine follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to crosstalk. The device was successfully reprogrammed. The patient was in stable condition and would continue to be monitored.